Event description:
The dr attempted to close an arteriotomy with the prostar xl 10 french device after an interventional procedure. Reportedly, fluoroscopy confirmed that "it was a good stick in the common femoral artery, which was greater than five (5) millimeters in diameter; free of calcification, tortuosity, and grafts." No scarring was reported at the puncture site. There were no issues with the insertion of the device. It was reported that when the device was deployed, "only three (3) needles were found in the device shaft." The fourth needle was reportedly not found externally nor internally during a cut down in the angio-suite under general anesthesia. Hemostasis was obtained in the angio-suite during the surgical procedure. It was reported that the pt was not moved nor was his management impacted in any way other than the additional time required for the surgical procedure, estimated to have been thirty to forty (30-40) minutes. The pt is reported to be doing "fine."